Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the left ventricular lead was dislodged. A fluoroscopy was completed to confirm the dislodgement. The lead was attempted to be repositioned but was inevitably removed. The patient was stable throughout the event.